Event description:
It was reported that the patient received more normal saline than intended. The infusion was intended to infuse at 75ml/ hour for ten hours (total volume to be infused 750ml), however the patient received 956ml over that period. The hospital medication safety officer indicated they believed the incident to have been caused by "user error". There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that the patient received more normal saline than intended. The infusion was intended to infuse at 75ml/ hour for ten hours (total volume to be infused 750ml), however the patient received 956ml over that period. The hospital medication safety officer indicated they believed the incident to have been caused by "user error". There was patient involvement and no har.